Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed, but the noise and oversensing persisted. Technical support was contacted and suggested additional reprogramming, which was performed to resolve the issue. The patient's condition was stable and will continue to be monitored.